Manufacturer narrative:
Follow up #2 date of submission (B)(4) 2013: correction: date of investigation should read (B)(4) 2013.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump¿s history showed no activity outside of normal use; there was no activity found related to the complaint. During testing, the pump was exercised for 24 hours on a 1 unit per hour basal rate. At the end of the test, the 1 unit basal program remained programmed in the pump. The pump successfully performed a 10 unit audio bolus and a 10 unit normal bolus; and both were accurately recorded in the pump¿s history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. .

Event description:
The patient contacted animas on (B)(6) 2013 alleging waking that morning with blood glucose (bg) of 432 mg/dl with mild ketones. The patient stated she administered a correction bolus via the pump and the bg came down to 144 mg/dl. The patient stated the insulin pump was alarming that the basal program was empty. The patient alleged that all of the basal rates in the pump had been deleted. The patient denied previous power issues and confirmed the battery cap was secured properly to the pump. The patient reported; however, that over time, the battery cap loosens on its own after it had been tightened properly. The patient reported the battery cap has never been replaced on this pump and the pump had no exposure to trauma or moisture. The patient denied damage to the pump or battery cap. During troubleshooting, the patient confirmed the basal rates had been properly re-programmed. The basal history was confirmed to be appropriate. This complaint is being reported because the patient experienced elevated bg while on insulin pump therapy and the basal programming issue remained unresolved.